Event description:
The customer reported "usb charging port is also having issues as patient has to fight with the chord to ensure it is charging". There was no reported adverse impact to the customer. The customer declined assistance from tandem technical support regarding the issue. No additional patient or event information was available.